Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the stimulation issue was undetermined. When asked what the most likely cause the rep responded saying after speaking to tech services they feel that the high frequency of the neuro is masking the full effect of the interstim. The steps taken to resolve the issue included the patient is being reprogrammed from the neuro rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the caller reports that they had a spinal cord stimulator implanted on tuesday and turned the interstim off prior to surgery. After the surgery they turned it back on with no problems. The caller reports that since tuesday (B)(6) 2022, they are having return of symptoms and peeing everywhere. Reviewed compatibility guidelines. Discussed that medications can impact symptoms. Discussed trying to adjust interstim settings. The patient was redirected to their healthcare provider to further address the issue. The manufacturing representative (rep) met with patient who reported loss of therapy with their interstim. The loss of therapy occurred after they received an ins sometime in december. The ins was placed for leg pain. Discussed most likely a physiological response when stimulating the same nerve root. The caller also indicated the patient sensation of feeling stimulation now is rectally, versus before was vaginally. Caller attempted to test system today scs ins was off. Per caller all the programs the patient tended to feel now rectally. During testing with just the case and other electrodes the patient thought they might be getting the vaginal area. Patient will be sent for x-ray to confirm lead location. Unknown at this point if two separate issues. Sent caller an email indicating possible residual scs stim could have compromised the sensory testing performed today. Caller indicated prior to scs implant the interstim was working great. Patient today indicates that they want them both to work.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.